Event description:
It was reported that the patient visited the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose levels (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod on the abdomen. The pod was reportedly leaking while worn for between 1 and 4 hours. The patient noted the pod's cannula came out of the infusion site (abdomen), causing the cannula to dislodge. A new pod was applied at home prior to leaving for the hospital. The patient was treated with insulin and was released after approximately three hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.